Event description:
The customer used the device to check their blood glucose and obtained a result of 97 mg/dl. They showed signs of hypoglycemia and passed out. 911 was called and the emergency medical technician check their glucose and the level was 33 mg/dl on their equipment. They treated pt with two unknown injections. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.